Manufacturer narrative:
A medtronic representative went to the site to test the navigation system on 13 march 2017. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system emitter became unresponsive. Restarting the system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.